Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple stored episodes of auto mode switch due to noise on the atrial lead were observed; the lead also exhibited a few measurements of low pacing impedance. The physician elected to take no action at this time as the patient does not need atrial pacing. The patient's condition was good.

Event description:
New information noted that the right atrial lead continued to exhibit noise and low lead impedance. The physician elected to take no action at this time.